Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has devices to submit this report.

Event description:
A case of pericardial effusion requiring intervention was reported following a left atrial appendage closure (laac) procedure, where the versacross rf wire and versacross transseptal sheath were used for initial transseptal puncture (tsp). The patient was noted to have lipomatous hypertrophy of the interatrial septum. The physician positioned the versacross devices on the septum for tsp. Tenting was observed and tsp was attempted. However, the rf wire was not observed in the left atrium. The physician reattempted tsp successfully with no observed complications. The laac procedure with the watchman devices (boston scientific corporation) proceeded and was completed successfully. The patient was sent to recovery. Four hours later, the patient's blood pressure started to drop. A pericardial effusion was confirmed using transesophageal echocardiogram. Pericardiocentesis was performed and the patient was kept for overnight monitoring. The patient is expected to fully recover. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has devices to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 9710452-2022-00039.